Manufacturer narrative:
Date of event: (B)(6) 2013. Abbott medical optics received new information which indicated that the patient had the intraocular lens (iol) explanted. Explanted date: (B)(6) 2013. Conclusion: all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the physician's office that the patient was unhappy with his intraocular lens (iol) and requested to have it explanted. In addition, information provided from the physician's office stated the patient was diagnosed with early cataracts with best visual acuity of left eye was 20/40. One (1) day post-op appointment revealed the patient was seeing 20/50-2 j10. One (1) week post-op, he was seeing 20/60 j10 and at four (4) weeks post-op he was seeing 20/70 j10. No complications were noted during implantation. Patient was sent to a retinal specialist and no evidence of cystoid macular edema or vascular occlusion was observed. In addition, it was stated that the retinal specialist could not find an explanation for the patient not seeing well.

Manufacturer narrative:
Intraocular lens (iol). At the time of the report, the lens remained implanted in the patient's eye. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Expiration date: 10/31/2014. A review of the manufacturing records for the intraocular lens (iol) revealed that the diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 23.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.